Event description:
It was reported that at the beginning of the implant the, while the physician was obtaining intrajugular (ij) access, it was noted that the vessel appeared to be dissected. It was reported that there was unexpected right ij stenosis resulting in a sheath (non-abbott) perforation and fistula between the jugular and right subclavian artery with mediastinal hemorrhage. Only the non-abbott sheath had been inserted at the time of the event. The patient had right shoulder pain. Cath lab staff and physicians took over to stabilize the patient. They performed volume resuscitation along with deployment of an occlusive balloon at the assessed location two times. The patient became stable and the physician chose to continue the sensor implant. The cardiomems sensor was deployed and calibrated without difficulty. The patient left the cath lab in stable condition. Post procedure CT scan of chest was performed. Patient was admitted to the critical care unit. Procedure was delayed due to interventions. No induction of anesthesia or vasopressive drugs were required. As of (B)(6) 2025 it was reported the patient current status is critically ill. Additional information has been requested but is not yet available.

Event description:
Additional information provided on (B)(6) 2025 confirmed the patient had died. Date of death and cause of death were not provided. Additional details have been requested.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. No device analysis results are available because the device was not returned for investigation. Multiple attempts were made to request additional information however no further information could be provided by the healthcare provider. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.